Event description:
The customer reported via telephone call that the insulin pump was dropped and hit a table and then alarmed for a button error. The blood glucose reading was 240 mg/dl. The customer was advised to disconnect from the insulin pump. The customer reported no visible damage and stated that the drive support disk appeared normal and recessed. The customer reported that the buttons were unresponsive and was unable to clear the button error alarm. The troubleshooting could not be completed due to the unresponsive buttons. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.